Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the provided rms file dated (B)(6) 2026 revealed: on (B)(6) 2026, an episode labelled vf started at 14:57. The rhythm in vf is not visible in this episode, only the return to slow rythm. No therapy was applied. Few seconds before, an avb-I episode was recorded (B)(6) 2026 at 14:57). On this episode, it can be noted a ventricular oversensing most probably due to emi 50hz. This oversensing triggered an vf episode: when the vf persistence was reached, a new episode was recorded labelled vf. It should noted that the implantable devices ulys, gali and edis have a specific encryption key stored in device (for cybersecurity purpose). The encryption key is not stored in the .idf files for security purpose. Therefore, the programmer manager is not able to recognize patient data in the idf files. Based on available information, the device worked as per specifications. No issue is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there is a vf episode with an incomplete egm. The beginning of the episode is missing. The implantation date of the device is unknown as the patient information are not displayed due to software issue.